Manufacturer narrative:
Additional information: block a1, patient identifier, block a (weight and unit of measure - weight) , block b5, block e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address1, initial reporter address 2, initial reporter city, initial reporter state, initial reporter zip/postal code and initial reporter phone), block e2 (health professional), and block e3 (occupation) have been updated based on the additional information received on april 17, 2024..

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used in the pedicle of the polyp during a surgical removal of intestinal polyps procedure performed on (B)(6) 2024. During the procedure, the patient was given a complete examination, and rectal polyp resection was performed in the endoscopic room. A long thick pedicle polyp (about 4 by 4cm) was found in the rectum about 14cm from the anal opening, with a red and erosive surface and lobed shape. The pedicle of the polyp was closed with two hemostatic clips. The clips could not disconnect the advancer normally, and after disconnecting the advancer, the closure was not tight, resulting in incomplete hemostasis. Multiple ordinary hemostatic clips were used to close the polyp tip on both sides to complete the procedure. No patient complications have been reported as a result of this event. Additional information received on april 17, 2024. It was clarified that the first clip was able to grasp/close and lock onto tissue and failed to release from the catheter initially but was eventually able to release.

Event description:
Note: this report pertains to the first of two resolution clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clip devices were used in the pedicle of the polyp during a surgical removal of intestinal polyps procedure performed on (B)(6) 2024. During the procedure, the patient was given a complete examination, and rectal polyp resection was performed in the endoscopic room. A long thick pedicle polyp (about 4 by 4cm) was found in the rectum about 14cm from the anal opening, with a red and erosive surface and lobed shape. The pedicle of the polyp was closed with two hemostatic clips. The clips could not disconnect the advancer normally, and after disconnecting the advancer, the closure was not tight, resulting in incomplete hemostasis. Multiple ordinary hemostatic clips were used to close the polyp tip on both sides to complete the procedure. No patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6). Phone: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.